Event description:
It was reported that at the end of pulse generator interrogation, the psa wand was removed and the patient's intrinsic rate was 100 bpm. One minute later, it appeared that the device began to pace at a frequency of 50 bpm. When the wand was re-applied, the device stopped pacing. The event counter showed zero atrial sensed-ventricular paced shares.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.